Event description:
It was reported that during the implant procedure the ventricular lead could not be secured to the device as the set-screw was missing. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. There were no anomalies found. It was noted that there was a set screw missing. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. It was noted that there was a set screw which was loose/detached. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.